Manufacturer narrative:
Additional information: b1, h1, h3, h6 and h10. H10: the device was evaluated onsite by a local engineer, as per clinic's protocol, and no defect or out of specifications was found. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Based on additional information received, the ak 98 machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical centre. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hemodialysis patient passed away at home during treatment with ak 98 machine. It was reported the same day, the patient presented to the hospital for an unreported indication and was subsequently discharged home the same day. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.